Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to the corroded keypad traces. The pump was received with a cracked reservoir tube, reservoir tube window, reservoir tube lip, and battery tube threads. The pump was also received with a minor scratched display window and a cracked case at the display window corners.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 353 mg/dl at the time of the incident. Customer was sleeping when the alarm occurred. Customer's mother thinks that the customer may have slept on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.